Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Fell apart - oral-b [device breakage]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush head fell apart. No injury was reported. 10-aug-2024 follow up via digital safety assessment survey: the consumer was 41 years old. No medical professional was contacted. No injury was reported.

Event description:
Fell apart - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush head fell apart. No injury was reported. 10-aug-2024 follow up via digital safety assessment survey: the consumer was 41 years old. No medical professional was contacted. No injury was reported. 30-oct-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
30-oct-2024 product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.